Event description:
High device results from blood glucose monitoring device (546 mg/dl) at 4 am and rptr in a cold sweat and jittery. Reporter alleged when inserting a check key into device, it was an "old" one and received a glucose result of 351 mg/dl. Reporter indicated when inserting the "correct" check key into device, glucose result was 135 mg/dl. Reporter alleged dosing insulin all day based on the results from the "old" check key insertion. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.